Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an administration set in which leak was observed from drip chamber during priming the set with nacl was confirmed during sample evaluation. Visual inspection confirmed crack on the air vent. The sample was tested for gravity and leak was observed from the air vent during the evaluation. High pressure applied by the operator during the manual assembly of the air vent and the vented drip chamber caused the reported condition. No repairs were made since this is a single use device. Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. If the sample is received or additional information becomes available, a follow-up report will be submitted. This is a product not distributed in the us and does not have a 510k number.

Event description:
A customer reported to baxter (B)(4) of an administration set in which leak was observed from drip chamber during priming the set with nacl. There was no patient involved and no report of patient/user injury or medical intervention was needed in association with this event. No additional information is available.